Manufacturer narrative:
Additional information: device evaluation - the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and foreign material on lens surface (dried discolored material). Conclusion code - as per dfu for this lens model, vticls are contraindicated for patients with an anterior chamber depth (acd) under 3.0mm. Corrected data: this product was not marketed in the us. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon inserted a 11.5mm icm115v4 implantable collamer lens, -16.00 diopter, in the patient's right eye on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to a significant reduction of endothelial cell counting or significant endothelial cell loss.